Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8464957 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Same as manufacturer's report # 6000093-2007-00432, # 6000089-2007-00433. It was reported that 208 days after implantation of a 3.0x32mm and two 3.0x16mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the mid right coronary artery (rca). A pre-intervention stenosis of 75% with timi grade iii flow was reported. A 3.0 x 32mm taxus stent was deployed at 12 atm in the rca. A 3.0 x 16mm taxus stent was then deployed at 14 atm in the rca. Subsequently, a 3.0 x 16,, taxus stent was deployed at 16 atm in the rca. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The patient received angiomax, intra-coronary nitroglycerin, and plavix during the procedure. The patient's discharge medications were plavix, aspirin, nitroglycerin, toprol, lipitor, and lasix. Procedural results were noted to be "excellent". It was reported that there were "no complicatons." The patient presented 208 days after the initial procedure with a "positive" nuclear stress test and an 80% in-stent restenosis in the mid rca. A 3.0 x 28mm non-boston scientific stent was deployed at 18 atm for 40 seconds in the rca. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The patient received heparin during the procedure; and plavix, aspirin, vytorin, toprol, nitroglycerin, and lasix after the procedure. The patient reportedly had "double vision after the procedure." At the time of discharge the patient's vision was "almost back to totally normal." The physician stated that "this was most likely an embolic event from the aorta." No further complications were noted. The patient's condition was "excellent at the time of discharge."